Event description:
User facility voluntary medwatch rec'd that stated: "gemstar pump set with 0.22 micron filter. Lot# 61-064-58. The tubing attached to the distal end of the integrated 0.22 micron filter separated from the filter leaving filter end open. The disconnection occurred while the pt was being hooked up to the medication via the tubing. We were able to duplicate the problem with the first package of tubing pulled from the box of tubing with the same lot number. There are a few issues with the tubing that could have made the situation dangerous. The slide clamp is located on the distal tubing, the 0.22 micron filter is located above the tubing cassette, and the antisiphon valve is not integrated in the tubing. No clamp is attached to the tubing proximal to the cassette and 0.22 micron filter. When the distal tubing disconnected, the only clamp in the tubing fell off. If the pump was infusing, it would have kept infusing without alarming. The same issue can occur if the antisiphon valve loosens from the tubing." Upon further query the following info was provided that indicated a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. It was reported while setting up the tubing set for infusion of 5fu, the tubing reportedly separated from the filter. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Attachment: user facility voluntary medwatch report. The report number was not provided. Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the rptr upon query by hospira personnel.